Manufacturer narrative:
Manufacturer reference: (B)(4). Since catalog number is unknown the 510(k) could be either k073374, k061815, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.